Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a value of zero for shock lead impedance. This is indicative of electromagnetic interference (emi). It was recommended to alert the patient so that they do not repeat the action that caused the emi. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.